Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized. The customer's blood glucose was 125 mg/dl at the time of the call. The customer stated that the block option was set on the insulin pump. The customer was assisted in unblocking the insulin pump. The insulin pump will not be returned for analysis.